Event description:
Info received indicates that the handle of the removal tool broke while pulling a suture. The case was continued with another device. There was no reported adverse pt effect.

Manufacturer narrative:
H6: eval method: other = device history reviewed. Results: other = device history review found the product met specifications when released for distribution. Conclusion: other = cause of event cannot be determined. H3 analysis: a visual observation of the returned device showed the white tip was detached from the end of the removal tool. This allowed one of the springs to slide from the needle end. In addition, a slight upward bend of the needle end was observed. Conclusion: reduced device performance occurred, and was related to the event, however, we cannot determine the exact cause of the component detachment.